Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. No problems were found with battery.

Event description:
It was reported that the patient came to the emergency room with bradycardia and heart block and was externally paced. Telemetry was not able to be established with the device due to premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.